Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) 370-500 mg/dl; ketones were present. The infusion set was changed and insulin injections were administered to address bg. As tandem technical support (cts) was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Reportedly, customer used humalog in the cartridge for 3-4 days. Cts informed customer that humalog was labeled for 48 hour use with the cartridge.